Event description:
Event description cpi received information that this implantable cardioverter defibrillator (ICD) and transvenous defibrillation lead experienced oversensing. An invasive procedure was performed and the physician elected to replace the complete system.